Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported that she passed out and hit her head due to elevated blood glucose in 2009. She did not provide details at the time of the initial report. Upon follow up four days later, the pt stated that the infusion device and accessories are functioning properly but she has not been able to correctly calculate boluses for food consumed. She requested add'l training. She stated that on event date, she felt tired and she fell and hit her head. She stated that the next thing she recalls is being in the hosp. Her blood glucose was elevated to 600 mg/dl. Her normal blood glucose level is 130-140 mg/dl. She stated that she continues to use the infusion device and her blood glucose was a little elevated at lunch time today, but her readings have returned to normal. No product was requested to be returned for evaluation.